Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Please note: (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to impedance measurements of greater than 2000 ohms. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the complete lead was returned intact. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 270-272mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observation of high impedance measurements was likely caused by the confirmed fracture. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to impedance measurements of greater than 2000 ohms. Another ra lead was successfully placed. No additional adverse patient effects were reported. This lead has been returned and analysis has been completed. This report has been updated with the product investigation results.